Manufacturer narrative:
(B)(4). The device was discarded.

Event description:
The patient stated that he was getting an alarm and a supply bag had fallen and disconnected. The patient then disconnected and global technical services (gts) advised the patient to let their nurse know about the incident the patient elected to follow-up with a manual exchange. Proper procedures per the user manual were reviewed with the caller. No injury or medical intervention was reported.